Event description:
It was reported that two episodes of noise-aborted vf events have been stored per year since 2009. Lead revision recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received notes that noise has been repeatedly seen in routine follow-ups. The lead was capped and replaced. The patient was fine after the procedure.